Event description:
The customer reported that a red alarm did not sound as expected for a low blood pressure event. The monitor did provide a yellow alarm.

Manufacturer narrative:
(B)(4). The customer reported that a red alarm did not sound as expected for a low blood pressure event. The monitor did provide a yellow alarm. Treatment was delayed and the pt died. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.